Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lash. Event description: I attended the operation. Device was placed correctly - it's possible that when installing the alexis, the sheath was turned inside out one rotation too many. It seemed like a lot of pressure. Patient was in trendelenburg position, laparoscope was inserted caudad. The sheath came loose from the inner purple ring during the procedure. When the alexis was being removed, a loop of intestine became entangled around the inner purple ring(there was no sheath at this point) so the ring had to be cut. It occurred no visible or noticeable harm to the patient. The surgery could continue, but it was much more difficult to resect the specimen. Additional information received from applied medical representative via email on 29may26: I already answered most of the questions in the complaint form attached. The gelpoint been in use before the sheath detachment from the purple inner ring was observed roughly 30 minutes in the procedure. It entrapped after cutting the purple ring. The surgeon performed a tissue sweep before and after rolling the alexis down. Type of intervention: the surgery could continue, but it was much more difficult to resect the specimen. Patient status: no patient injury reported.